Event description:
It was reported that the patient was experiencing pod site reactions from multiple pods. They reported a skin irritation causing itching, redness, inflammation, rash, and slight swelling and raised skin while wearing a pod on their abdomen between 49 and 71 hours. During a pre-scheduled diabetic appointment at the queen alexandra hospital on (B)(6) 2026, which lasted approximately one hour, the patient discussed these symptoms with their medical care team; however, no specific diagnosis was provided. The patient was wearing a different pod at a different site during the appointment, and similar skin irritation was noted upon pod removal. As treatment, the patient was prescribed chlorphenamine 4 mg tablets to be taken 3 times daily for two weeks. The patient later requested an additional prescription from their general practitioner for 3 boxes containing 28 tablets each. They subsequently resumed therapy by applying a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.